Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2024, the patient was at work operating heavy machinery and driving one at the time. The patient felt dizzy and woozy, so he stopped the machine. He tried to get out of the machine but couldn¿t stand up, so he called a co-worker to help him. The patient was trying to talk to his co-workers, but they couldn¿t understand him, so his co-workers called 911. During the time the patient was experiencing symptoms, he was not able to check his cgm. When paramedics arrived, they tested his glucose using a bg meter, which showed 485 mg/dl, while the cgm showed 144 mg/dl. They gave IV fluids to the patient and injected insulin to try to correct the readings. The patient can't remember if they took another bg reading after giving the insulin and IV fluids, but the paramedics brought him to the emergency room. When they arrived at the ER, nurses checked his glucose again with a bg meter, which showed 505 mg/dl. The patient didn't have his phone with him, so he wasn¿t able to check the cgm value when he arrived at the hospital. Nurses quickly gave him another dose of insulin and IV fluids, and at the same time, they did some blood work, checked his heart, and checked for ketoacidosis ¿ all came back normal. The patient stayed in the ER for almost five hours. When his glucose levels were normal, they sent him home. His bg was showing 125 mg/dl when he was sent home. The patient was feeling okay after that and was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was first symptomatic. The reported glucose values fall within the c zone of the parkes error grid when the paramedics arrived. No additional patient or event information is available.